Event description:
It was reported that following a left heart catheterization and left ventriculography, an angio-seal was selected for use in the right common femoral artery (rfa). Multiple attempts were made for initial arterial access and ultrasound was used to assist the puncture. Following the procedure, a cine was performed of the pre-deployment in the rfa and the angio-seal was deployed. The pt experienced bleeding. The pt was transferred to the floor. The tech held pressure and as soon as pressure was released, the pt experienced arterial bleeding and manual pressure was applied again. An ultrasound was performed to diagnose the bleeding. The pt developed a hematoma and blood was administered. The pt was reported in a stable condition and has been discharged with the right groin ecchymosis.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.